Event description:
The customer reported an over-infusion of furosemide lasix (furosemide) 500 mg/50 ml was hung at 0045 and set to infuse at 4 ml/hr. At 0550, medication completely infused. Pump settings checked with another nurse and appeared to be correct. Orders were changed to oral meds. There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4): devices not received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.